Event description:
In 2003, the product was placed in the intraperitoneal position for a ventral hernia. About one month after placement, the pt experienced a moderate tissue reaction and was told it would pass. However, it continued to worsen and about 2003, the pt checked into the emergency room with extreme pain. The graft was removed by the physician. According to the physician, the cat scan looked like fluid, but once in, the physician found the graft had been walled off with no remodeling. The fluid was cultured and it was found to be negative.